Manufacturer narrative:
Citation: stachel g, jentzsch m, oehring m, et al. Red blood cell distribution width (rdw) is associated with unfavorable functional outcome after transfemoral transcatheter aortic valve implantation. Int j cardiol heart vasc. 2024;51:101383. Published 2024 mar 10. Doi:(B)(4) earliest date of publication used for date of event. Medtronic products referenced: evolut r (product code npt, PMA# p130021) and evolut pro (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the impact of pre-procedural red blood cell distribution width levels on patient outcomes after transcatheter aortic valve implantation (tavi). Medtronic (evolut r/pro = 71) and non-medtronic (various = 102) valve types were implanted in the study population of 176 patients. During follow-up, the authors observed and recorded all-cause (n = 12), cardiovascular (n = 1), and valve-related (n = 1) deaths, respectively. Other adverse events mentioned by the authors: bleeding; major vascular complications; acute kidney injury (stage 3 or 4); stroke; need for permanent pacemaker implantation; paravalvular leak (trace to moderate); and hospitalizations for cardiovascular, heart failure, or valve-related reasons. No further specifics were noted in the article about any of the adverse outcomes.